Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 380-500s mg/dl with moderate ketones present. Customer reverted to manual injections to address the elevated bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.